Manufacturer narrative:
H10: h3,h6: h10: h3,h6: review of the applicable dhrs did not indicate any nonconformances, deviations or other issues with any of the devices involved in this issue. The risks associated with complaint are already included in the risk analysis. Also the probability is appropriate. Device labeling was reviewed. All instructions for use and product labels were found to be current, complete and comprehensive. Complaint history indicates that six complaints were received for breaking staples during loading over the past 12 months. The products, used for treatment was returned for evaluation. A total of two tendon anchors were returned and broken staples found in the tendon anchors. There are no good staples left to make sure staples can be loaded by staplers. No clinical/medical documents were provided for this investigation. No x-rays were provided. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. The anchors are implantable and should dissolve in time; however, micromotion or migration might occur and cause irritation. The impact to the patient beyond the additional surgical time cannot be concluded. Root cause undetermined after investigation. Failure mode experienced by the user facility was confirmed through direct physical investigation. Similar complaints have been reported with these devices from other users. No further investigation warranted at this time. Related device reported on report number 3009351468-2019-00119.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a rotator cuff repair surgery, several tendon anchors broke when being implanted in the patient. Some of the anchors were retrieved from the patient with a grasper. Seven tendon anchors, from two pucks, were used to complete the surgery, which was delayed less than 30 min as consequence of the allegation. The patient was not injured. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.